Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
At the beginning of an atrial flutter ablation procedure, communication issues and unsuccessful troubleshooting resulted in the procedure being cancelled. While preparing for the procedure while the patient was on the table, an "amplifier disconnected" message was displayed. No error messages showed in the communication test. The ethernet cable was securely connected to the amp port on claris. The system was rebooted but the issue did not resolve. The fiber optic cable was replaced, the system was rebooted again, and the media converter was replaced, all with no resolution so the procedure was cancelled. The amplifier was later replaced which resolved the issue but the procedure had already been cancelled. There are no reported adverse consequences to the patient as a result of the cancelled procedure.

Event description:
Upon receipt of further information, it was confirmed that this is the same event that was already reported under manufacturing reference number:(B)(6). During an atrial flutter procedure with the patient on the table, communication issues resulted in the procedure being cancelled. It was noted that the workmate claris monitor had an error message stating ¿no signal. Check the amplifier and connections to the display workstation¿. The fiber optic cable between the amplifier and computer was replaced and a new media converter was put in place and the issue did not resolve. This did result in the case being cancelled as a replacement was not available right away. The amplifier was replaced later and the issue was resolved.

Manufacturer narrative:
Corrected data: b5, e1 follow up report needed to correct physician name and to address analysis. Upon receipt of further information, it was confirmed that this is the same event that was already reported under manufacturing reference number: (B)(4). Additional information: d9, g3, h2, h3, h6 one claris¿ amplifier was received for evaluation. This amplifier was originally assigned and investigated for manufacturing reference number: (B)(4). The reported event was able to be duplicated by communication testing. There were ensitex dws collect logs and tactisys logs returned which were evaluated. Neither of these logs had any useful information about the communications of the claris amplifier. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the single board computer (sbc). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.